Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had a calcode issue. The patient claimed that she was unable to code a one touch ultra 2 meter. She indicated that her alleged meter issue started four days prior, at 4:00 pm. About 1-2 hours after the alleged issue began, the patient claimed that she developed symptoms of sweating. The patient administered self-treatment the next day, at 12:00 pm by consuming food and/or drink(s). It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient tested her blood glucose before and after the symptoms started, what her last meter reading was before the symptoms started, what actions the patient took based on the last meter reading, and what date/time the last test was performed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.